Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. In mid-(B)(6) 2019, the patient began experiencing a headache. As of (B)(6), the patient was hospitalized. The neurosurgeon was contacted to arrange a consultation to determine whether the headache was related to hydrocephalus and if an adjustment would be needed.